Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Bg information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose at the time of the event was less than 50 mg/dl. The current blood glucose value of the customer at the time of the call was 116 mg/dl. The customer alleged possible over delivery of insulin by insulin pump. The customer treated low blood glucose with food. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.